Event description:
The patient's family member reported that there was a change in therapy described as intermittent/erratic. On the evening of (B)(6) 2016, the implantable neurostimulator (ins) was not running constantly; the patient felt it for a while and then it stopped. The patient's ins was fully charged. There was no recent programming reported. There were no reported falls or trauma related to this event. There was no recent medical test or emi environmental exposure. It was noted that the patient's family member saw the patient on wednesday ((B)(6) 2016) and therapy was fine. Troubleshooting was not possible due lack of access to the product; the patient's family member was not with the patient at the time of report. It was noted that the patient's family member contacted a manufacturer representative the night of (B)(6) 2016, but they had not heard back as of (B)(6) 2016. The patient's indications for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.